Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. It was found that all key contacts do not have normal spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per the distributor, it was reported that the buttons are very difficult to push.